Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined. However, based upon the investigation result there was the possibility that the reported phenomenon was attributed to the following occurrence mechanism. Syringe was used in a sharp state due to the irregularity (crack, chip, bending, dent, etc.) At the tip of the syringe which connected to the subject device (mb-358). Therefore, the part inside the subject device fell off.

Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During the endoscopic retrograde cholangiopancreatography (ercp), the part inside the forceps cap fell off into the patient's body. The user collected the dropped part. The user replaced the device with a similar device and completed the procedure. There were no reports of patient injuries related to this incident. The user facility did not provide other detailed information.